Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, dilatation was performed on (B)(6) 2016, with no device issue noted. The endoscope was cleaned with no issues noted. On (B)(6) 2016, the same endoscope was used in a separate procedure, and a cre wireguided device was not used in this case. However, when cleaning the endoscope after the procedure on (B)(6) 2016, the exit marker of the cre wireguided balloon from (B)(6) 2016 was lodged inside the endoscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that only the exit marker of the catheter was returned and was found to be bunched up. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other similar complaints exist for the specified lot. The complainant confirmed on 17jan2017 that report 3005099803-2017-00064 is a duplicate of this complaint, report 3005099803-2016-04118.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, dilatation was performed on (B)(6) 2016, with no device issue noted. The endoscope was cleaned with no issues noted. On (B)(6) 2016, the same endoscope was used in a separate procedure, and a cre wireguided device was not used in this case. However, when cleaning the endoscope after the procedure on (B)(6) 2016, the exit marker of the cre wireguided balloon from (B)(6) 2016 was lodged inside the endoscope. There were no patient complications reported as a result of this event. Additional information received on 17jan2017. The patient's condition after the procedure was reported to be stable.